Manufacturer narrative:
Block b3: exact date unknown, approximate event date since infection developed after the ipg replacement additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50 serial number: (B)(6). Batch/lot number: 15696305 model/catalog description: artisan lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient presented to the emergency department with lower extremity paralysis. Evaluation determined that the implantable pulse generator (ipg) pocket was infected, with the infection tracking along the lead into the epidural space, resulting in an epidural abscess and tenderness at the pocket site. The patient was started on antibiotic therapy. According to the physicians assessment, a recent ipg replacement procedure, performed due to the ipg reaching its end of service, contributed to the infection. Consequently, the entire scs system was explanted, and intraoperative cultures were obtained, which revealed gram positive cocci; purulent material was observed throughout the ipg pocket and on the lead. The patient was admitted to the hospital beyond standard postoperative care. Post procedure, the patient remains hospitalized, and paralysis persists. The explanted devices will not be returned for analysis, as they are being retained by the customer. No additional information has been obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient presented to the emergency department with lower extremity paralysis. Evaluation determined that the implantable pulse generator (ipg) pocket was infected, with the infection tracking along the lead into the epidural space, resulting in an epidural abscess and tenderness at the pocket site. The patient was started on antibiotic therapy. According to the physicians assessment, a recent ipg replacement procedure, performed due to the ipg reaching its end of service, contributed to the infection. Consequently, the entire scs system was explanted, and intraoperative cultures were obtained, which revealed gram positive cocci; purulent material was observed throughout the ipg pocket and on the lead. The patient was admitted to the hospital beyond standard postoperative care. Post procedure, the patient remains hospitalized, and paralysis persists. The explanted devices will not be returned for analysis, as they are being retained by the customer. No additional information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: exact date unknown, approximate event date since infection developed after the ipg replacement. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 15696305. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).